Event description:
It was reported that a stent was inadvertently implanted. The physician implanted a promus premier 2.75x12mm stent in the circumflex artery. The physician requested a 3.0x8mm quantum apex balloon to post dilate the stent. The physician was inadvertently given a 3.0x8mm veriflex stent instead of the balloon. The veriflex stent was deployed inside the promus premier stent before it was realized the physician was given a device different than what was requested. There were no further complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR. - the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user preference. (B)(4).